Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Six extension sets were received and visually evaluated and all passed internal specification. The sets were then subjected to a leak testing to replicate the event which the defect was reported by sticking caresite piston silt inside of the caresite y-body using a syringe and three out of the six sets had the defect present. The defect was present in 3 of the 6 sets returned. While we are unable to confirm the root cause of the reported incident, incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation, and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: blood backed up in an IV line. When the line was flushed, it leaked from one of the ports of the extension set.